Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2022-02077 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from from us FDA reporting requirements.

Event description:
It was reported that 2 unspecified bd infusion sets experienced air in the line. The following information was provided by the initial reporter: the infusion set draws air and the infusions run empty. Air bubbles develop, risk of air embolism. We assume that the air came in through the vent or through the upper connector.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Medical device matl #: an invalid mat# of 03508384208h was provided by the initial reporter. Medical device lot #: an invalid lot # of 20220227 was provided by the initial reporter: device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd infusion sets experienced air in the line. The following information was provided by the initial reporter: the infusion set draws air and the infusions run empty. Air bubbles develop, risk of air embolism. We assume that the air came in through the vent or through the upper connector.